Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery that is 70% stenosed. The 2.5x15mm trek balloon dilatation catheter ruptured at 12 atmospheres resulting in an ellis grade 1 perforation. A 3.0x38 xience proa and a 2.75x8mm xience xpedition were need to cover the perforation and the stenosis that was initially the issue being treated. There was no adverse patient sequela; however, clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the unexpected medical intervention and delay to treatment/therapy appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect of perforation and the relationship to the product, if any, cannot be determined. The reported patient effect of perforation is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use as a known patient effect. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.